Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the intraocular lens (iols) were clear before the injection and thinks that the fibers at the back surface of the iols are from the cartridge. No more information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of fibers; therefore, the condition of the product could not be verified. A video is attached to the parent file and has been reviewed by the investigation site. Per the file pr numbers listed in the file name, the video is unrelated to this complaint record. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).